Event description:
Pilot balloon was resting on the patient's chest. It came loose from the ett. The patient was on CPAP extubated to 40% vm. Upon assessment of the ett, it looked as though the pilot balloon just slipped right out of the ett.